Event description:
It was reported that a cgm error occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for a complete pump reset and assisted the caller in successfully starting their sensor session.